Event description:
Difficulty was encountered during a nephrostomy tube placement procedure. Follow up indicated the pt had a lot of scarring making introduction of the device difficult. During removal it was noted that the distal tip of the sheath had detached in the pt's kidney. Retrieval attempts were unsuccessful. To date no further retrieval has been attempted. No pt consequences resulted from this event. Follow up indicated the pt had a lot of scarring and a great deal of resistance was encountered during the procedure, co believes pt anatomy and/or condition may have contributed to this event. However, without evaluating the device co cannot determine the cause for this event.